Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer¿s blood glucose level. The customer was provided with pump reset instructions by technical support and successfully reset the pump without recurrence of the malfunction code. Future contact was encouraged if any malfunction codes reoccur.